Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be due to a combination of patient morphology/pathology and user technique/procedural circumstances. A definitive cause for the unchanged mr, however, could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the patient, with mixed mitral regurgitation (mr), underwent a mitraclip procedure. The posterior mitral leaflet was noted to be short. One clip was implanted without issue, but the mr was unable to be reduced. The clip was noted to be well attached to the leaflets and functioning as expected. The echocardiogram quality had decreased, due to the patient anatomy; however, a second clip was implanted to reduce the mr. Shortly after deployment, the clip detached from the anterior mitral leaflet and remained attached to the posterior leaflet (slda). A third clip was advanced for implantation to stabilize the second clip, but the clip was unable to grasp both leaflets. The clip delivery system (cds) was removed, with the undeployed clip. Mr remained unchanged at grade 4. Post procedure, the patient was in stable condition and no additional intervention has been planned. No additional information was provided.